Event description:
During the initial injection, the pt experienced severe urethral and abdominal pain. Percocet was given for pain management. A local anaesthetic of 2% lidocaine was administered the pt prior to the procedure. A total of 1.5cc of bulking material was injected and held in place for 60 seconds. Pain and urgency was immediately associated with the injection. The pt was unable to void and intermittent catheterization was too painful. A suprapubic catheter was placed to drain the pt's bladder. Current status of pt is not known as pt has left this doctor's practice.